Manufacturer narrative:
Alleged failure: the electrode does not turn off despite not pressing the button the failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause/s could be probe short, button stuck in firing position, fluid ingress, suction tube cut, button inadvertently pressed, damaged insulation, probe bender used to bend nonbendable probe, user accidentally submerging the device, inadequate gluing operations (tip and core/lumen). The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device was continuously activating.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the device was continuously activating.